Event description:
It was reported that user saw bubbles in the proximal part of the handle after the insertion of helios balloon. The user removed everything and reinserted the balloon and they noticed st elevation over ECG. In 5 min st segment recovered. There was a water leakage reported through the sheath valve. Procedure completed successfully and no patient complication reported.

Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Manufacturer narrative:
One 13.5f guidestar steerable introducer sheath was received back from the customer without the dilator. There were no other accessories. No visible blood was found on or inside the sheath. According to the event description summary, bubbles were observed in the proximal part of the handle after the insertion of the balloon and leakage coming from the hemostatic valve. The valve was viewed under a 10x microscope and looked normal with no anomalies. The sheath was manually leak tested with the syringe connected to the stopcock and the tip occluded. The sheath did not exhibit leakage when tested using this method. The sheath was then tested using the iso 11070 for liquid leakage test method. The device was occluded at the distal tip and pressurized to 38kpa and held at this pressure for 30 seconds and no leakage was observed from the hemostatic valve. The sheath was further pressurized beyond 300kpa and no leakage was observed from the stopcock, sideport tubing or through the handle. When the handle was x-rayed, it was found that the small and large hypotubes were intact. Slack was found in the pullwire that protrudes from the large hypotube when viewed under x-ray. When the handle was removed, it was found that the crimps that hold the hypotube/pullwire assembly together were insufficient and that's why the sheath no longer deflected. No breaks were found in the pullwire when viewed under x-ray. Returned device analysis revealed the sheath was within manufacturing specifications. The hemostatic valve looked normal and intact. The sheath did not leak when tested manually. The sheath also met the iso leakage test method requirement. According to the DHR, the sheath passed all in-process and final inspection steps including visual, mechanical, dimensional and leak testing. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Per qa procedure destino steerable guiding sheath in-process and final inspection. Leak test: sample size: ansi z 1.4, gen level I, normal, aql 1.5 normal perform leak test according to procedure based on available leak tester. The leak test is performed by manufacturing personnel at 100% and is observed by quality assurance personnel at aql level ansi z 1.4, gen level I, normal, aql 1.5 normal. Per IFU: preparing steerable sheath for insertion verify deflecting and straightening of the distal section of the steerable sheath using the handle of the sheath. Refer to deflecting and straightening the steerable sheath" for instructions. General use of the steerable sheath do not force the steerable sheath assembly if significant resistance is encountered during the insertion or passage. If resistance is encountered, determine the cause and correct before continuing the procedure. The steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Aspiration and flushing of the sheath should be performed frequently to help minimize the potential for air embolism. For injecting or aspirating through the sheath, use the sideport only with stopcock. Prior to infusion, remove all air using the sideport. No corrective or preventive action resulted after investigation of this event. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.